Manufacturer narrative:
The reported event of alleged guidance inaccuracy could not be confirmed, since the returned device is conforming to specifications and fully functional. As the nail was implanted and the surgical procedure successfully completed, this could be interpreted as an indication that no discrepancy with the nail used was suspected. Potentially reduced accuracy in guidance is usually found during functional check [required per IFU]. In case of any deviation it is realized prior to use. Furthermore, the implant IFU clearly points out to avoid drilling into metal implants with bone drills and to discard all damaged or mishandled implants. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it was concluded that the event was mainly based in the intra-operative procedure. Furthermore, as per further details received it was stated that ¿there was no damage reported to the drill tip¿. Finally, based on above and referring to the fact that nothing was reported at the time of pre-functional check, which is required before surgery, it could not be excluded that the case is rather related to sub-optimal intraoperative procedure. However, a check in combination with used nail and used sleeve assembly [tissue protection sleeve and locking drill sleeve] was impossible since only the proximal targeting arm gamma4 and targeting sleeve gamma 4 were made available, and the nail is still implanted. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
It was reported that during a primary hip fracture surgery, the surgeon suspected that a drill might have hit a nail through the trocars. It was also reported that the surgeon initially thought she was in the dynamic hole, but switched to static and the drill worked as expected. The nail was not explanted and no damage to the drill tip was reported, and the same set was used to finish the case.

Event description:
It was reported that during a primary hip fracture surgery, the surgeon suspected that a drill might have hit a nail through the trocars. It was also reported that the surgeon initially thought she was in the dynamic hole, but switched to static and the drill worked as expected. The nail was not explanted and no damage to the drill tip was reported, and the same set was used to finish the case.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.